Event description:
The pt reported she has problems hearing the alarms on her insulin infusion device. She stated she woke up this morning with an elevated blood glucose reading of 511 mg/dl and realized her insulin cartridge was empty and she had not heard the alarm. She stated that last week during a church service her device alarmed and the people around her heard it but she did not. The pt said her symptoms were that her "head felt full" and frequent urination. She said she corrected her levels by bolusing insulin by injection. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.